Manufacturer narrative:
The sample was tested at a reference lab and a consistent reactive anti-hbs result was obtained on the architect platform. Dilution linearity testing showed poor dilution linearity indicating possible interference. Additionally, significant value decrease was observed when the sample was tested following the addition of antigen. Review of complaint activity determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no adverse or non-statistical trends related to false positive results for the architect anti-hbs assay. Clinical specificity testing of negative control replicates which is a plasma based sample was performed using an in-house retained kit of lot 73027fn00. All specifications were met indicating that lot 73027fn00 is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar product distributed in the us, architect ausab, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect anti-hbs result for a post operative pediatric patient who received a liver transplant and blood transfusions. The sample was sent to a reference lab which also generated a (B)(6) result on an architect analyzer. The customer further indicated the sample was (B)(6) on the stacia ausab assay. No further patient information was provided. No adverse impact to patient management was reported.